Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported purple color image with bars in the screen issue was confirmed. A definitive root cause of the issue could not be determined, however, the issue was likely due to one or more or the following conditions: - unacceptable tension in the area of the charged coupled device (ccd) holder assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer holder to bumper sleeve; - unacceptable tension in the area of the ccd holder assembly due to asymmetrical alignment of the spring to holder before the bumper sleeve is joined; - pre-existing damage to the ccd holder assembly due to the use a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found a dent on the distal edge and minor scratches on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed a purple-colored image with bars in the screen and experienced loss of image at the end of the procedure. There were no reports of patient harm.